Event description:
On (B)(6) 2012, the reporter/nurse-educator contacted animas on behalf of the patient and reported that the patient was admitted to an emergency room (ER) on (B)(6) 2012 at 5:00 pm with a blood glucose (bg) level of "543 mg/dl". The patient reportedly had symptoms of nausea, vomiting, and large ketones. She was diagnosed with dka and placed on an insulin drip. The patient was taken off the pump in the ER. Pump therapy was not resumed until 11:30 pm that same day. At that same time, the patient's site was changed. Her bg level reportedly spiked again after coming off of the insulin drip. Therefore, the pump was discontinued again. The next day on (B)(6) 2012, the pump therapy was initiated again. Her bg level during the contact with animas was "155 mg/dl." A review of the pump's history revealed that no prime or fill cannula steps were performed at 11:30 pm on (B)(6) 2012, when the site was changed. The animas representative in this contact noted that the missing steps might have contributed to the patient spike in bg. In addition, 4 days from (B)(6) 2012 were observed between prime and fill cannula steps in the pump's prime history. The patient had performed a site/set change on (B)(6) 2012. The reporter also reported that the pump's keypad was torn at the ok button. The patient reportedly stated it had been torn for 4 to 5 months. The reporter denied water exposure. The reporter was informed that the pump is no longer waterproof. The alleged torn keypad issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time it is unknown if the pump contributed to the patient's injury. The details leading up to the patient's elevated bg levels are unknown although, it was noted that a 4 day time period occurred between prime/cannula fill steps in the pump's prime history. Site/set changes are recommended every 2-3 days. In addition, the keypad noticed to have been torn 4-5 months earlier.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the prime history and the black box verify that a fill cannula step occurred immediately after the prime step at 5:53 pm on (B)(6) 2012. The black box did not show a cartridge change occurring on (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download histories. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 29 hours with no delivery issues. There were no loss or prime warnings during testing. A loss of prime was induced during investigation and the pump gave an audible and visual alert. Unrelated to the complaint, investigation revealed that the keypad was torn over the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.